Event description:
The customer reported that the insulin pump screen has gone blank. The customer stated that he replaced the battery twice and the screen went blank three times within a month. He further stated that when he tapped on the battery cap with his finger, the insulin pump came on. The customer's blood glucose was 267 mg/dl. During troubleshooting, the customer replaced the battery and the display returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.